Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended and clogged with body fluids. The extended helix length was within specification. Electrical testing indicated no conductor fractures or internal shorts. X-ray inspection revealed damages consistent with those occurred during procedure. The lead performed within specification, therefore cause of the reported event could not be conclusively determined.

Event description:
During follow-up, high threshold and impedance were observed on the right ventricular (rv) lead. Diagnostic imaging confirmed the lead was dislodged. During lead revision, it was noted the left ventricular (lv) had dislodged. The lv and rv leads were explanted and replaced and the patient was in stable condition. Related manufacturer report number: 2017865-2017-31445.